Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high out range impedance on the superior vena cava (svc) coil. Noise was observed on the svc coil to device can electrocardiogram. The svc coil was programmed off. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.